Event description:
Male patient presented with gallstones and gallbladder wall thickening based upon a CT scan. Patient was sent to operating room (or). The gallbladder was tensely distended and thick walled. The duct was very thick and inflamed. In the course of the operation, one of the graspers broke and the pieces went above the liver. We subsequently had to use fluoroscopy to guide the retraction of this piece of instrument. The patient tolerated the procedure well and was taken to recovery in satisfactory condition.